Event description:
It was reported during in clinic follow up that the left ventricular lead had dislodged and was exhibiting high capture thresholds. The lead was explanted and successfully replaced. There were no patient consequences.